Event description:
It was reported that the patient presented for a routine procedure. During the procedure, it was noted that after implanting the right atrial (ra) lead, the pacemaker's set screw could not be tightened. The pacemaker was ultimately not used and a new pacemaker was implanted. There were no patient consequences.